Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report a detached sensor wire on (B)(6) 2015. Patient claimed that upon application of a new sensor and while attempting to snap the transmitter into the sensor pod, the sensor wire fell to the floor. At the time of contact, the patient did not report any injury or medical intervention.